Manufacturer narrative:
Device received with failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify prime or fill anomaly, button or keypad anomaly due to failed battery test alarm. No damage or unlocked lcd keypad connector during visual inspection noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that customer was experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer also reported that insulin pump was not working and insulin squirting out during the prime process. Customer stated the motor did not slow down nor did numbers ramp up on the screen and drive support cap was normal. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.